Manufacturer narrative:
The technician replaced the left siderail ucm board to repair the bed.

Event description:
Info received indicates there is no head up function from the left siderail and the account indicated the head section ran down on its own.